Event description:
Customer reported, "replacement fluid input was 50% of set amount and the pt fluid removal was much greater than set amount. Pt was taken off the machine" moreover, the customer stated that the machine set off frequently "replacement fluid" warning without cause.